Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 10 mm amplatzer septal occluder was chosen for procedure on (B)(6) 2022 . During the procedure, upon deployment the device presented with a cobra shape deformation of the left atrial disc. The user attempted to restore the device into its intended shape and the attempt was unsuccessful. The device was exchanged with a new 10mm amplatzer septal occluder and the procedure was complete successfully. The patient remained stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information has been provided.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with regards to manufacture design or labeling. Please note, per the instructions for use, the recommended size delivery system for use with a 10mm septal occluder is an 6fr. A 7fr sheath was used to deliver the device.